Event description:
The pt purchased this subject pump on (B)(6) 2006, but has never used it. When he attempted to use it, the pump would not power on. It was noted that the correct type of battery was installed and that new batteries would not resolve the power issue. There were no allegations of an adverse event associated with this complaint. This complaint is being reported due to the power issue.

Manufacturer narrative:
The pump was out of warranty and the pt declined to return the pump for investigation. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.